Event description:
This report did not effect any pt care outcome but is a concern to our facility. The manufacturer of the broselow tape suggested to black out the kg/does on the glucagon calculation basis section of the tape. We received a letter from a dr explaining this. We feel this to be a huge safety concern and would like the FDA view of this. I have seen no recalls in respect to this. Dates of use: estimate, 2007 - 2009. Diagnosis or reason for use: for pediatric codes.